Manufacturer narrative:
According to radiometer investigation of the provided data logs, the root cause of the issue is most likely pre-analytical errors. Hence, this incident does not meet the criteria of a reportable MDR now.

Event description:
According to the customer, samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) with the following sodium (na) results: on (B)(6) 2025, 10:57 gave na = 190 mmol/l, on (B)(6) 2025, 05:03 gave na = 171 mmol/l, on (B)(6) 2025, 05:23 gave na = 161 mmol/l . Comparison results: on (B)(6) 2025, gave na = 136 mmol/l. On (B)(6) 2025, 05:20 gave na = 140 mmol/l (in normal range). On (B)(6) 2025, 08:11 gave na = 139 mmol/l. Following potassium (k) results were also obtained: on (B)(6)2025 10:57 gave k = 6.9, on (B)(6)2025 05:03 gave k = 8.4, results from biochemistry laboratory on same patient on (B)(6)2025 05:20 gave k = 4.7 (in normal range).